Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the contacts 8/9 had 21,000 ohms. The reports of unipolar pairs: c8 was 1371 ohms and c9 was 1415 ohms. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp, reporting that the cause of the high impedance was unknown and remained unresolved. The hcp reported that the manufacturer indicated during the initial call that the patient would be able to safely undergo an MRI, and reported that the MRI was completed successfully. No further patient complications have been reported as a result of this event.